Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the vein. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left ulnar vein. After a non-bsc guide wire crossed the lesion, a 6.0mmx40mm, 40cm mustang¿ balloon catheter was advanced for dilation. However, on the first inflation at 4 atmospheres, the balloon ruptured after being inflated for 10 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.